Event description:
It was reported that the pt underwent surgical implant of rods at l2-l5 and screws at l2-l3. Ten months post-op the pt reported he felt a "snap". Both l2 screws were fractured and both rod cables were broken at the bumper level (refer to manufacturer reports 1030489200900626 and 1030489200900627). The pt underwent a revision surgery. Only the head portion of the screws was removed.

Manufacturer narrative:
The screw was not returned for eval. A review of the device history records did not identify any applicable nonconformance to specification.